Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review revealed the device has been serviced within the last 12 months. Evaluation serviced the device for a similar complaint. Evaluation found the assignable cause to be ds tubing guide adjustment all required service actions were completed in the last service cycle. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an alarmed upstream occlusion occurred during patient infusion of sodium chloride 0.9, using a baxter primary IV set (dose bolus over 4 hrs., flow rate 250ml/hr). The head height of the primary bag was 26 (inches). There was no report of patient injury or medical intervention associated with this event. No additional information is available.